Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-06561; 2017865-2019-06563. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death was cardiorespiratory failure, end stage renal disease, and congestive heart failure.

Manufacturer narrative:
The reported field event of unknown cause of death was not confirmed in the laboratory. The device was tested on the bench and exhibited normal device characteristics with no anomalies. The pacemaker was in the normal range of remaining longevity.